Manufacturer narrative:
Device analysis report attached. This report is submitted on april 27, 2023.

Event description:
Per the clinic, it was reported that the device has extruded. The patient also experienced infection at the implant site and subsequently, was treated with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023. The patient was re-implanted with a new cochlear device during the same surgery.